Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: can you identify the lot number of the evicel application device? No. Please confirm which component of the kit was broken (biologics vials or application device)? Fibrinogen was clunky and wouldn't draw up. As this occurred during set-up, can I confirm it was not used on patient and there were no adverse to patient reported? Not used on patient. Did the customer used another device to complete the case? Yes, used another evicel. The nurse setting this up, is she experienced/trained? Yes. Did the device applicator break (yes or no)? If so please clarify which component (piece breakage including vial holder, syringe, tips, caps, etc.)? Yea, syringe and tips. Was the quality issue experienced difficulty in drawing up the fibrinogen? Yes fibrinogen was clunky and wouldn't draw up. How was the product stored prior to use? In freezer, the fridge. When was the product prepared for use (pre-op or during the surgical procedure)? During the surgical procedure. What was the thawing procedure used by the facility? Refrigerator 4.7 degrees. How long was the biologic thawed prior to use? 24hrs. How much time was given between thawing the product and attempting to draw this into the application device? N/a. Was there any delay in the procedure as a result of this event? If so, how long? No. Please confirm that this was a case of not being able to attach the vials onto the vial connectors attached to the application device? Or was this a case of one the vials were attached, but the product wouldn't draw up? Both, it wouldn't draw up then applicator broke. Were the biologic components fully thawed at time of use? Yes. Can you identify the lot number of the device? No this is not available. Can you identify the lot number of the biologic individual box? No this is not available.

Event description:
It was reported that a patient underwent a gastric bypass procedure on unknown date and fibrin sealant preparation device was used. The applicator broke while the nurse was setting it up no adverse patient consequences were reported. Additional information was requested